Event description:
Received information that all insulin delivery stopped. Reportedly, customer's blood glucose level was high at 213 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A follow up report will be submitted if the device is received, reportedly, customer sometimes uses cold insulin. User guide indicates that insulin should be at room temperature before filing cartridge.